Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. No deformation of the nozzle was observed. However, it was confirmed that reprocessing at the user facility failed to be practiced in accordance with the instructions for use. Therefore, the cause of the suggested phenomenon was presumed to have occurred due to a deviation of reprocessing by the user facility from the instructions for use (IFU). The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "[Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign material in the device nozzle. This is attributed to failure to clean adequately. Other observations for the device: due to a pinhole on a-rubber, water tightness is lost; due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; adhesive around light guide lens has white-clouded area; and protector of universal cordand connecting tube, have a scratch. Customer reported issue of leakage through a pinhole in the a-rubber was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned this olympus loaner device for an issue of air leak from a pinhole in the distal end rubber coating (a-rubber). There is no reported harm to any patient due to this event. Upon evaluation of the returned device, it was observed that there was presence of foreign material in the device nozzle. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of presence of foreign material in the nozzle as observed during device evaluation.